Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during the interrogation process, one month post implant, the lead was not pacing and sensing appropriately. The patient was "stable after new implant".